Event description:
Customer was admitted to hospital for low blood glucose. Client had just been treated for low blood glucose by emergency medical team. Client was given glucogon, dextrose and had eaten a meal; client was running high blood glucose and wanted to know how to treat. Client woke in the morning with blood glucose of 458, used the bolts wizard and administered 19 units of insulin, she subsequently went low. No evidence of why blood glucose went low. Advised the client would transfer to bd to confirm that the meter is reading properly and advised her that if reading is on target then treat per the bolus wizard.